Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during angioplasty of the common and external iliac arteries in a patient with claudication, an advance 35 lp low profile balloon catheter¿s balloon ruptured, and the device subsequently separated. After the balloon ruptured, the user attempted to remove the device through the sheath; however, the balloon separated from the catheter. Per the reporter, all fragments were recovered. The procedure was aborted, and the patient will return to complete the procedure at a later date. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event. Upon return and initial evaluation of the device, the balloon and catheter tip were separated, and the catheter was stretched. Additional information was received 27oct2025. Another manufacturer¿s sheath was used during the procedure. The anatomy was reportedly very calcified. An unspecified inflation device was used to inflate the balloon one time to ten atmospheres within a ninety-percent occluded lesion in the external iliac artery. The balloon was inflated for a ¿short¿ time, at which point the balloon ruptured and blood was noted in the inflation device. Per the reporter, the balloon looked like it ruptured circumferentially, and it was challenging to remove. Negative pressure was not maintained upon removal, as the balloon ruptured, and a counter-clockwise rotation was not conducted during withdrawal of the device. The balloon was not inflated within a stent. The sheath and balloon were removed from the patient together, and pressure was held at the access site. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon catheter was separated approximately thirteen centimeters from the distal tip. Stretching/elongation of the catheter was also noted in several areas. A document-based investigation evaluation was performed. A review of the device history record and complaint history for the two possible lots found no relevant discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s severely calcified and 90% occluded anatomy likely contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27oct2025. Another manufacturer¿s sheath was used during the procedure. The anatomy was reportedly very calcified. An unspecified inflation device was used to inflate the balloon one time to ten atmospheres within a ninety-percent occluded lesion in the external iliac artery. The balloon was inflated for a ¿short¿ time, at which point the balloon ruptured and blood was noted in the inflation device. Per the reporter, the balloon looked like it ruptured circumferentially, and it was challenging to remove. Negative pressure was not maintained upon removal, as the balloon ruptured, and a counter-clockwise rotation was not conducted during withdrawal of the device. The balloon was not inflated within a stent. The sheath and balloon were removed from the patient together, and pressure was held at the access site.

Manufacturer narrative:
D4: the lot number is ci000336601 (expiration date = 21feb2028, UDI = (B)(4), (expiration date = 18jun2028, UDI = (B)(4). H3: device evaluation has begun; however, a conclusion is not yet available. H4: manufacture date = 21feb2025 or 18jun2025. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during angioplasty of the common and external iliac arteries in a patient with claudication, an advance 35 lp low profile balloon catheter¿s balloon ruptured, and the device subsequently separated. After the balloon ruptured, the user attempted to remove the device through the sheath; however, the balloon separated from the catheter. Per the reporter, all fragments were recovered. The procedure was aborted, and the patient will return to complete the procedure at a later date. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this event. Upon return and initial evaluation of the device, the balloon and catheter tip were separated, and the catheter was stretched. Additional information has been requested.